Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device 3.2 row b was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the cubie had failed. A field service engineer customer explained the drawer 4.1 on the main station drawer failure required maintenance. After arriving on site, inspection was done on the drawer and it was found that all the pockets and robe could not be recovered. However, damage was noticed on the tray showing that pocket b1 had been ejected. The station was powered down and all the connections on the back of the drawer and tray were reset. Afterwards, all components were reassembled and the spring mechanism on the tray was fixed in order to allow the pocket to lock back into the tray and check properly. Muscle wire misalignment was also corrected. After testing and hardware testing application, drawer 4.1 passed all tests without any malfunctions or delays. Customer was able to access all compartments in drawer 4.1 and drawer passed all tests in hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device 3.2 row b was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.